Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient's lead migrated laterally and cranially after review/comparison of x-ray images. No action was taken and the event was ongoing. No signs or symptoms were reported. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.